Event description:
It was reported that after inserting the intra-aortic balloon (iab) the console generated a check iab catheter alarm. A new iab was inserted, but the same issue occurred. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate reported will be submitted for the 2nd iab.

Manufacturer narrative:
Initial reporter full name: (B)(6). Event site full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) the console generated a check iab catheter alarm. A new iab was inserted, but the same issue occurred. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report for the second iab has been submitted under mfg report number 2248146-2022-00786.